Event description:
It was reported that "pts son called to report that his mother had a gamma nail implanted and on one of the screws the whole head sheared right in half. Screw was explanted in 2008 at hospital. Pt experiencing various complications following second surgery such as add'l extended therapy, pain.

Manufacturer narrative:
Add'l info has been requested and if received will be provided on a supplemental report.